Event description:
It was reported that the user, while the priming the extracorpreal circuit, discovered a whitish-colored particle in the extracorporeal circuit tubing, one particle was found in the upstream housing at priming, then one whitish particle was also found in the downstream tubing. The cardioplegia kit was not used for the operation. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.